Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her essure coils has migrated out of her fallopian tube / migration of essure device location of device: unknown") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure (batch no. 826627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included photosensitivity allergic reaction. Concurrent conditions included obesity. Concomitant products included lamotrigine, metformin, pravastatin from (B)(6) 2013 to (B)(6) 2013, risperidone (risperdal) and sumatriptan (imitrex). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced asthenia ("weakness"). In (B)(6) 2013, the patient experienced rash ("rash from neck to hands"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("severe pelvic pain"), migraine ("migraines"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), headache ("headaches/headaches"), weight fluctuation ("weight fluctuation"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), weight increased ("weight gain") and hypoaesthesia ("neurological conditions or problems type numbness in hands and feet"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, pelvic pain, migraine, dysgeusia, fatigue, headache, weight fluctuation and feeling abnormal had not resolved and the vaginal haemorrhage, hypersensitivity, nausea, weight increased, alopecia, rash, asthenia and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, asthenia, device dislocation, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes ultrasound scan - in 2014: one coil had migrated out of the fallop. Tubes most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, hypersensitivity reaction, headaches, nausea, rash, numbness, are added. Lot number added. Lab data updated. Concomitant & historical conditions & drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her essure coils has migrated out of her fallopian tube / migration of essure device location of device: unknown") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure (batch no. 826627, 1879310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included photosensitivity allergic reaction. Concurrent conditions included morbid obesity, blurred vision, hyperlipidemia, depression, mood disorder nos, chest pain, stress, insomnia, chills and shortness of breath. Concomitant products included lamotrigine, metformin, pravastatin from (B)(6) 2013 to (B)(6) 2013, risperidone (risperdal) and sumatriptan (imitrex). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced asthenia ("weakness"). In (B)(6) 2013, the patient experienced rash ("rash from neck to hands"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("severe pelvic pain"), migraine ("migraines"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), headache ("headaches/headaches"), weight fluctuation ("weight fluctuation"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), weight increased ("weight gain") and hypoaesthesia ("neurological conditions or problems type numbness in hands and feet"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, pelvic pain, migraine, dysgeusia, fatigue, headache, weight fluctuation and feeling abnormal had not resolved and the vaginal haemorrhage, hypersensitivity, nausea, weight increased, alopecia, rash, asthenia and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, asthenia, device dislocation, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. Ultrasound scan - in 2014: one coil had migrated out of the fallop. Tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: reporter, product lot number, concomitant diseases added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her essure coils has migrated out of her fallopian tube / migration of essure device location of device: unknown") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure (batch no. 826627,invalid 1879310 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included photosensitivity allergic reaction. Concurrent conditions included morbid obesity, blurred vision, hyperlipidemia, depression, mood disorder, chest pain, stress, insomnia, chills and shortness of breath. Concomitant products included lamotrigine, metformin, pravastatin from (B)(6) 2013 to (B)(6) 2013, risperidone (risperdal) and sumatriptan (imitrex). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced asthenia ("weakness"). In (B)(6) 2013, the patient experienced rash ("rash from neck to hands"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("severe pelvic pain"), migraine ("migraines"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), headache ("headaches/headaches"), weight fluctuation ("weight fluctuation"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), weight increased ("weight gain") and hypoaesthesia ("neurological conditions or problems type numbness in hands and feet"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, pelvic pain, migraine, dysgeusia, fatigue, headache, weight fluctuation and feeling abnormal had not resolved and the vaginal haemorrhage, hypersensitivity, nausea, weight increased, alopecia, rash, asthenia and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, asthenia, device dislocation, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Lot numbers reported in follow up 12-jun-2018 (826627, 1879310) are invalid . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. Ultrasound scan - in 2014: one coil had migrated out of the fallop. Tubes . Most recent follow-up information incorporated above includes: on 16-jul-2018: lot numbers reported in fu 12-jun-2018 (826627, 1879310) are invalid, no update of ptc investigation (number more than 15 characters, cannot be entered in respective field, therefore added to comment field). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.